Manufacturer narrative:
Statement received from attending physician does not implicate either the leads which were implanted or the ipg which was not implanted as a potential cause of the patient's demise. According to physician patient was very ill prior to procedure. It has not yet been deternined whether or not autopsy will be performed. This appears to be an unfortunate death of patient during procedure intended to implant optimizer smart ipg however patient died prior to ipg placement and there is no apparent relationship between either leads employed or ipg and patient's death. In fact code was only called at request of family.

Event description:
During the implant procedure of an optimizer smart implantable pulse generator, two boston scientific ingevity+ leads were introduced into the patient's body for lead placement. The optimizer smart was not removed from the sterile packaging nor was device implant even attempted. While placing the second lead, the first lead dislodged. The anesthesiologist noted that the patient's oxygen saturations were dropping, and the patient's EKG rhythm changed. The surgeon informed the staff to start chest compressions as the patient was not perfusing. Resucitation efforts were continued for a lengthy time all the while with the physician discussing the patient's condition with the family. The family made the decision to stop CPR efforts to avoid patient being permanently incapacitated and told the physician to cease all life saving efforts upon which the patient died.